Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a recorded blood glucose low of 40 mg/dl lasting approximately 45 minutes; the user had announced a less-than meal while at 52 mg/dl, and support advised that the ilet suspends insulin, including basal, when glucose is below 70 mg/dl and to treat and return to range before announcing meals to prevent hyperglycemia. Symptoms included shakiness and weakness. Outcomes included urgent low and low glucose events requiring oral carbohydrate intake and assistance, with unspecified professional medical intervention reported. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction and that the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.